Event description:
It was reported that this patients cardiac resynchronization therapy defibrillator (crt-d) device battery was completely depleted approximately two years ago. The device is not a boston scientific product. It was noted that the patient did not require bi-ventricular pacing therapy until the decision was made by the physician to replace the device this year. The device was subsequently explanted with the reason for explant reported as normal battery depletion. During the device explant procedure, a new crt-d device was attempted to be implanted. However, this existing left ventricular (lv) lead exhibited no capture at maximum output as observed via testing with a pacing system analyzer. Therefore, the new crt-d device was not implanted, as the physician indicated that if the patient were to have a new lv lead implanted, the current replacement crt-d device would not be the desired device to use. As a result, the procedure was completed without a new device implanted. The lv lead remains implanted. No further action is known. There were no additional adverse patient effects.